Event description:
The customer called to report a centrifuge bowl break that occurred during a treatment procedure. Issue started on: (B)(6) 2013. Treatment restarted: no. Customer called to report bowl break during treatment procedure. Customer stated there were no alarms during prime. Customer stated at the start of the treatment procedure, the nurses in the treatment room heard a very loud noise like something breaking in the centrifuge. At that moment, there was blood splattering out of the top of the centrifuge door as well as the bottom. Customer stated there was blood on the walls of the treatment room. Customer stated the instrument did not give a blood leak alarm and the centrifuge would not stop spinning even after the bowl break. Customer stated they had to power off the instrument to make the centrifuge stop. Associated procedural kit: kit type: clxusa kit lot number: a330. The customer did not want to return the kit due to the condition of the bowl after the bowl shattered. The customer agreed to return the smart card for an investigation. The customer stated that the instrument was set in single needle mode. Cts asked if the pt was okay. The customer stated that the pt is fine, they started a new treatment for this pt with a uvar xts instrument. The pt did not require transfusion and did not require to be admitted to the hospital as a result of this incident. Cts asked if blood had splattered on any of the nurses or pts. Customer stated that nobystanders present in the room at the time of the incident were splattered with blood. Customer stated two nurses initially complained of ringing in ears caused by the sound of the bowl shattering within the instrument after the event occurred. Cts captured this under a separate 4c header. Cts created a service order to investigate and repair the instrument. All identified damaged parts by the field engineer were replaced. The repairs made in service order (B)(4) have both returned this instrument to expected operation.

Manufacturer narrative:
A batch record review was performed for lot a330. This lot met all release requirements. There was no reported harm to the pt. The device did not cause or contribute to a death or serious injury; but malfunctioned in a way that would be likely to cause or contribute to a death or serious injury, if the malfunction were to recur. There was no unplanned transfusion or unplanned overnight, or longer, hospital stay outside of the pt's normal treatment regime. (B)(4).